Event description:
Caller reported receiving a minimum fill notification. Reportedly, customer filled the cartridge with 340 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to clean the pneumatic tap area and guided them through the proper technique for loading a new cartridge onto the pump. Loading the second cartridge resolved the issue, allowing the caller to successfully load a cartridge onto the pump and resume insulin.